Event description:
Related manufacturer reference number: 2017865-2024-65440. It was reported that the patient presented to the clinic. No capture and poor sensing were noted on both right atrial (ra) and right ventricular (rv) leads. A chest x-ray confirmed dislodgement, and twiddler¿s syndrome was suspected. Lead reposition was performed on (B)(6) 2024, and the twiddler's syndrome was confirmed. The ra lead was repositioned in a right atrial appendage without issue. The helix on the rv lead could not be extended. The rv lead was removed and replaced. There were no adverse health consequences, the patient was stable.